Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable. It was confirmed that the pump was able to be charged with a different usb cable. The customer's blood glucose (bg) level was impacted (249 mg/dl). The customer was asked what actions were taken to address their elevated bg level and the customer stated that they ate to address bg level. A replacement usb cable was sent to the customer.